Event description:
The account alleges the bed is knocking out the nurse call system. No injury reported.

Manufacturer narrative:
Technician asked the account to isolate the side rails and side com board. No further info on the repair of the bed is available at this time.